Event description:
The manufacturer's rep. Reported an overdose due to a procedural error. During replacement of a drug delivery pump, the priming bolus was not programmed until the catheter was attached to the pump and the wound was closed. The patient received an estimated 3-4 days worth of baclofen over a 12-15 minute period of time. The pump was stopped. 50 minutes after the incident, the patient was not presenting overt signs of overdose. The patient was to be closely observed in the intensive care unit for several hours and possible overnight stay. A follow-up report will be sent when additional information becomes available.

Event description:
The hcp reported that the catheter was not aspirated. The pt received .199 priming volume over a period of 11 minutes. The pt experienced overdose effects - sleepiness, decreased respirations. Aproimately 2 hours after the bolus was given physostigmine was delivered once in the post-op area and 2 more times in the intensive care unit,oral baclofen was given to the pt for potential withdrawal effects. The pt was held overnight for observation and was discharged to home the following day "with no problems".